Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic pain") and device breakage ("also submitted with this specimen are four fragments of a black metal structure that ranges from 0.7 cm length to 1.1 cm inlength and 0.2 cm in diameter and two white to gray metal strings that measure 9 cm in length and less than 1 mm in diameter.") In an adult female patient who had essure (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's concurrent conditions included menstrual disorder, chest pain, anxiety, nausea, vomiting, dysuria, constipation, irritable bowel syndrome, uterine cyst, cervical dysplasia, pap smear abnormal, rhinorrhea, sinusitis, ovarian cyst, post coital bleeding, pharyngitis, overweight, otitis media, lumbar disc herniation, acute maxillary sinusitis, otalgia, nasal congestion, postnasal drip and sinus pressure. Concomitant products included fluticasone propionate (flonase), iron, loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), pseudoephedrine hydrochloride (nexafed) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced urinary tract infection ("urinary tract infection"), kidney infection ("kidney infection") and tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient was found to have cervix carcinoma ("(cervical cancer"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("abnormal periods"), abdominal pain upper ("stomach pain") and perineal pain ("perineal pain"). The patient was treated with surgery (hysteroscopic bilateral tubal occlusion (essure).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain upper and perineal pain had resolved, the device breakage, abdominal pain lower, menstrual disorder, vaginal haemorrhage, menorrhagia, kidney infection, migraine, headache, cervix carcinoma and vaginal discharge outcome was unknown and the tooth disorder was resolving. The reporter considered abdominal pain lower, abdominal pain upper, cervix carcinoma, device breakage, dysmenorrhoea, dyspareunia, headache, kidney infection, menorrhagia, menstrual disorder, migraine, pelvic pain, perineal pain, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. There were 3 coils noted on the right side and 4. Coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2008: multiple follicular cysts bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, migraine, vaginal bleeding, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic pain") and device breakage ("also submitted with this specimen are four fragments of a black metal structure that ranges from 0.7 cm length to 1.1 cm inlength and 0.2 cm in diameter and two white to gray metal strings that measure 9 cm in length and less than 1 mm in diameter.") In an adult female patient who had essure (batch no. 626910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's concurrent conditions included menstrual disorder, chest pain, anxiety, nausea, vomiting, dysuria, constipation, irritable bowel syndrome, uterine cyst, cervical dysplasia, pap smear abnormal, rhinorrhea, sinusitis, ovarian cyst, post coital bleeding, pharyngitis, overweight, otitis media, lumbar disc herniation, acute maxillary sinusitis, otalgia, nasal congestion, postnasal drip and sinus pressure. Concomitant products included fluticasone propionate (flonase), iron, loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins), pseudoephedrine hydrochloride (nexafed) and ranitidine hydrochloride (zantac). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/ painful sex"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In 2009, the patient experienced urinary tract infection ("urinary tract infection"), kidney infection ("kidney infection") and tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient was found to have cervix carcinoma ("(cervical cancer"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("abnormal periods"), abdominal pain upper ("stomach pain") and perineal pain ("perineal pain"). The patient was treated with surgery (hysteroscopic bilateral tubal occlusion (essure).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain upper and perineal pain had resolved, the device breakage, abdominal pain lower, menstrual disorder, vaginal haemorrhage, menorrhagia, kidney infection, migraine, headache, cervix carcinoma and vaginal discharge outcome was unknown and the tooth disorder was resolving. The reporter considered abdominal pain lower, abdominal pain upper, cervix carcinoma, device breakage, dysmenorrhoea, dyspareunia, headache, kidney infection, menorrhagia, menstrual disorder, migraine, pelvic pain, perineal pain, tooth disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. There were 3 coils noted on the right side and 4 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2008: multiple follicular cysts bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, migraine, vaginal bleeding ,headache. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Reporters information updated.lot no. Added. Events: device breakage abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) (urinary tract infection), infection (other) (kidney), migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), dental problems, dysmenorrhea (cramping), surgery (other) (cervical cancer), dyspareunia (painful sexual intercourse), pain, vaginal discharge , did not have confirmation test performed following insertion of essure micro-inserts nos (52795)were added. Outcome of event were added. Medical history, lab data, concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.